Event description:
The info provided to sjm indicated a 6f angio-seal vip was deployed in a retrograde puncture in the left common femoral artery. While tamping down the collagen, blood began to pool at the access site. Manual pressure was applied with a femostop and hemostasis was obtained. No pedal pulses were present when evaluated via doppler. A thrombectomy was performed. The anchor was found lodged in the wall of the artery, with thrombus 1 cm proximal to the access site that was roughly the circumference of the artery. The collagen appeared to be protruding from the puncture site with blood pooling around it. It was reported that the collagen may have been forcefully tamped, causing it to partially enter the artery.